Event description:
It was reported that, during an office follow-up, noise was found in the alternate and secondary sensing vectors while the patient did some slight movements in the supine and seated position. The primary sensing vector had no noise. Technical services advised to program the sensing vector to the primary vector. Later, the electrode was explanted. Further examination found a fracture around the distal electrode. The electrode will be returned for analysis. There were no additional adverse patient effects.